Event description:
An update to a field safety notice / product notification from brainlab was received about 8 months ago regarding brainlab cranial navigation system: effect of setup on overall navigation accuracy; this was shared with the FDA approximately 7 months ago.